Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the defibrillator. No further information was reported.

Event description:
New information states that the programming changes were made. The patient was in a stable condition.

Manufacturer narrative:
Correction.

Event description:
This is a clarification of the event. Programming changes were discussed and will be made in the next clinic visit.